Event description:
It was reported when using the pyxis medstation es system, the user experienced a malfunction with the drawer, preventing the release of the cubie pockets. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer was faulty. The field service engineer replaced legacy drawer with a new enhanced full height drawer and made necessary adjustments to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.